Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have low blood glucose. Customer's blood glucose was 35 mg/dl. Customer's blood glucose at time of call was 128 mg/dl. Customer mentioned to have been hospitalized due to low blood glucose. Customer declined to document the hospitalization. After troubleshooting, customer was advised to contact the healthcare professionals regarding low blood glucose. Customer will not be returning the device for analysis.